Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent empty cartridge alarms occurred. Reportedly, the cartridge had 50 units and 100 units, respectively, left in the cartridges that the customer was able to extract. There was no reported impact to the customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy.